Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon removal of specimen via 12mm trocar during a thymectomy with video assisted thoracoscopic surgery, a piece of plastic from the end of the trocar broke off. An x-ray was performed without evidence. It was stated that fragment was retained.